Event description:
Caller alleged discrepant results (precision). Results as follows: date: (B)(6) 2009, meter-inr: 1.8. Date: (B)(6) 2009, meter-inr: 2.6. Customer increased dose by 1/2 a tablet yesterday after inr result.

Manufacturer narrative:
Inratio results provided by the customer: date: (B)(6) 2009, meter-inr: 1.8. Date: (B)(6) 2009, meter-inr: 2.6. Summary: end-user claims discrepant precision. Customer results not suitable for comparison. Elapsed time between correlation results exceed three hours. If the time elapse between results exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Reveals patient increased dosage after first result. Possible improper user technique revealed, receiving nes error. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, no product is expected to return. No further investigation will be required.